Manufacturer narrative:
(B)(4) the investigational analysis has been completed. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area. The t-bar was found exposed near the peek housing transition. Per these conditions, an x-ray image was taken from the area and it was noticed that the t-bar slid down getting caught and exposed at the tip lumen. This condition may contribute due to the fact that the t-bar is applying stress at that point. Per the event reported, the catheter was tested for deflection and the catheter failed due to the t- bar had slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the t-bar issue.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. During the biosense webster failure analysis lab assessment, it was discovered that there were two open cuts with the metal t-bar exposed. During the procedure, the physician noted that the puller wire was ruptured. The catheter was replaced. The procedure was completed with no patient consequence. Since the catheter is unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this reported issue was assessed as not reportable. The biosense webster failure analysis lab discovered on october 19, 2015 that the peek housing and tip lumen transition were cracked with reddish brown material inside the area. The opposite side also had the peek housing and tip lumen transition cracked with reddish brown material inside the area and polyurethane (pu). The tip lumen was scratched starting about 4mm and had two open cuts with the metal t- bar exposed about 6mm from the transition peek housing. The peek housing and tip lumen transition cracked with reddish brown material inside the area and pu have been assessed as not reportable. The catheter integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The lab finding of the two open cuts with the metal t-bar exposed have been assessed as a reportable malfunction as the catheter integrity was not maintained and internal components were exposed to the patient.